Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate the reported issue. After replacing the power pcb assembly and performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted stryker to report that their device had displayed a white screen and would no longer function during use. Upon inspection, by stryker, it was observed that the device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker product analysis center (pac) evaluated the removed power pcb assembly. It was determined that the cause of the reported issue was due to electrically damaged in-line filters fl49 and fl50 on the power pcb assembly.

Event description:
A customer contacted stryker to report that their device had displayed a white screen and would no longer function during use. Upon inspection, by stryker, it was observed that the device would not power on. There was no patient use associated with the reported event.